Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was in diabetic ketoacidosis (dka) and experienced high blood glucose (bg) levels up to 500 mg/dl. Reportedly, the customer went to the emergency room (ER). While in the ER, the customer was treated with intravenous (IV) fluids. After a couple of hours in the ER, the customer was admitted to the hospital. The customer reported that the cause of the high bg was due to a virus. Customer attempted to address high bg levels with the pump. While in the hospital, the customer was treated with lantus and IV fluids and also set a basal rate of 0%. The customer arrived to the hospital on (B)(6) 2018 and was released on (B)(6) 2018. The customer confirmed there was no permanent damage due to the reported issue and was successfully able to resume 100% basal rate with the pump.